Event description:
It was reported that the patient unintentionally navigated to the fill tubing function while attempting to make meal announcements and, with agent guidance, initiated a fill while disconnected from the body to exit the screen; no insulin was infused while connected, and the issue related to tubing use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved the tube component with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.